Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient reported via phone call that she noticed a large air bubble in her tubing; the bubble was 9-10 inches. The patient's blood glucose at the time of incident is unknown. The customer did not troubleshoot per specified guidelines; however, she was able to remove the air bubble. The reservoir was not returned for analysis.